Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving dilaudid and bupivacaine via an implantable pump for spinal pain indications. It was reported that the myptm (personal therapy manager) device was taking forever to work and was really slow. The patient rep stated that it took 8 minutes to deliver a bolus and it should not take that long. This had been going on for a long time, they'd say months, and started in 2025. An agent had the patient rep turn airplane mode 'on' and 'off' and the patient rep confirmed that bluetooth and location were enabled. The agent reviewed data and assisted them with deleting the data. The patient rep was able to connect to the pump without any lag and stated that the connection was much faster.